Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) screen went blank while the patient was charging and the insr started beeping every 5-10 seconds. The patient stated they were ¿hurting real bad¿ because their ins battery was dead and they needed to charge the ins, but couldn¿t because the insr was beeping and blank. The patient unplugged the insr and reset it which resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins battery being dead and not being able to recharge the ins had resolved. No further complications were reported.